Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents al the info known by the rptr upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported, the device did not deliver a dose when the pt pendant was pressed. On an unspecified date and time, the device was programmed to deliver an unspecified concentration of demerol. No further programming parameters were provided. Prior to connecting the device to the pt, the nurse pressed the pt pendant; however, a dose was not delivered. The customer contact reported, it is the user facility's protocol for the nurse to verify delivery prior to attaching the device to the pt. The device was removed from clinical service. Therapy was initiated using a replacement device. During testing at the user facility, the device did not deliver a dose when the pt pendant was pressed. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional info was provided.